Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Manufacturing date: nov 20, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review of inspection records and certifications confirm that the material, components, and final product met inspection requirements and certification specifications. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on nov 19, 2015. No non-conformances were generated during the production of the subject device. The complaint device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgery on an unknown date, the reposition forceps did not function correctly. The locking mechanism is not working correctly. The surgery was delayed approximately two (2) to five (5) minutes due the reported event. There was no patient harm and the surgery was successfully completed. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the forceps appears to be in very good condition. A function test of the ratchet mechanism reveals that the trigger would stick preventing the device from ratcheting. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The ratcheting trigger was lightly oiled after the initial inspection. The forceps functioned properly after the oiling; ratchet mechanism was good. No manufacturing issue was found during investigation. The root cause was determined to be improper handling / maintenance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.